Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an issue with the act, esc, and arrow buttons on the pump. Customer did not receive a button error alarm. Customer's blood glucose was 8 mmol/l. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
No button error alarm was noted. The pump was received with an unresponsive up arrow button due to an unlocked keypad connector at the lcd board. Unable to test for displacement test due to the unresponsive button. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window and a missing end cap sticker.